Event description:
It was reported that the tracheostomy tube broke at the head to the flange. It was reported that the tracheostomy tube had been in the patient for 3 days. The patient was heavily sedated and the event happened when they turned the patient or changed out the inner cannula. The tracheostomy tube was replaced with another tracheostomy tube.

Manufacturer narrative:
The size 8 percutaneous tracheostomy tube with lot number 0806000049 was received for evaluation. The failure observed in the sample is the snap head separated from the outer cannula. The failure is confirmed.